Event description:
The user facility reported a strong odor emitted from unit; approximately 10 employees were reported to have sought medical treatment due to odor and fumes. The user facility initiated a processing cycle and water leaked from the lid seal and onto nearby flooring and into an adjacent room. Facility personnel turned off the water supply and unplugged the unit. No injuries or property damaged reported. Steris contacted the user facility to obtain additional injury/treatment information, however, the user facility has not provided any additional information.

Manufacturer narrative:
A steris technician inspected the processor and found the lid was open and the processing tray was not present. The technician ran a processing cycle which cancelled due to a 'uv timeout' alarm. The technician replaced the uv sensor, ran test cycles and confirmed the unit was operational. The technician was unable to duplicate the reported odor. The cycle that resulted in leaking is attributed to the cycle being completed without a processing tray, which allowed water to leak past the lid seals. The equipment operator manual requires the use of a processing tray during processing cycles. Review and discussion of the cycle printouts evidence several cycles were cancelled and/or aborted by facility personnel which may have resulted in an odor. The processor is under steris service contract; preventive maintenance was completed on 5/11/2012 when the unit was found to be operating properly.